Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 75 mg/dl back to back with a result of 254 mg/dl on the advantage system when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter did not have the customer's information and so no product will be returned for evaluation.